Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The healthcare professional reported, right side rupture. "Nodular images", "cysts" and "lobulations". Confirmed via ultrasound. The event of "cysts" is not device related. The device remains implanted.